Event description:
It was reported that the autoclavable camera head had poor white balance. The issue was found during a tapp, transabdominal preperitoneal, therapeutic procedure under sedation that was completed with a same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.